Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of specification (missing pixels) and corroded. Analysis also found the upper and lower cases are broken and corroded. Battery release is contaminated. Both bail covers are broken. Lead flex cover is corroded. Battery contacts are compressed. Battery drawer is broken and contaminated. Main pcb (printed circuit board) assembly is corroded. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.